Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was returned to the manufacturer site for repair and troubleshooting revealed that the cause of the issue was a defective cable, connecting the drive unit to the control panel. The cable was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The motor control board was replaced but the issue persisted. The customer replaced the drive unit with another. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console (scpc) gave an error code associated to a faulty drive motor during setup. There was no patient involvement.